Event description:
On (B)(6) 2013, patient's daughter reported the menu button on the infusion device works intermittently. The button sticks and occasionally has to be pressed more than once. No physiological effects were reported in relation to this complaint. The infusion device was requested for evaluation.

Manufacturer narrative:
The buttons were tested successfully. E10 cartridge errors were found in the history. The pump correctly triggered the e10 error messages due to temporary step loss. This can be caused by too high friction and/or insufficient supply (depleted or inappropriate battery). Test and inspection of the returned complaint device identified a material nonconformance or failure related to the allegation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.